Manufacturer narrative:
The results of the investigation are inconclusive since the lead was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Prior to device replacement due to normal eri, diagnostic imaging was performed which confirmed externalized conductors on the right ventricular lead. The lead was capped and replaced during the unrelated procedure and the patient was in stable condition.